Event description:
It was reported that the device had an alarm and was plugged in for a while and still have this screen. There was no information on patient involvement. Although requested and after due diligence, no additional information was provided regarding patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device had a pump alarm was not identified during the customer call. The customer suggested to reconditioning of battery.